Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an ultra sound soft tissue was done and focused assessment of the area of interest demonstrates small loculated collection around the implantable cardioverter defibrillator (ICD) with internal debris. Heart failure medications were adjusted and antibiotics were given intravenously for infection. The patient is enrolled in the wrap-it (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ultrasound on the soft tissue was done at that time due to mild swelling at the implant site. During the patient's admission the patient was evaluated by electrophysiological team and the small collection of fluid around the implantable cardioverter defibrillator (ICD)  was felt to be normal but because of leukocytosis on presentation the patient received antibiotics prophylactically. It was noted that the patient was also evaluated by neurology team which did not find any neurological problem the patient was discharged in stable condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.